Event description:
Laparoscopy - "during surgery the doctor was using the clip applier and observed that the clips number 3 and number 4 did not close enough on the cystic canal. He used another clip applier." Patient status: ok.

Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.